Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range pacing impedance measurements on the right atrial channel. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported.